Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the perform a system within 10 minutes: 339 mg/dl and 125 mg/dl. No adverse event was reported. The product was requested to be returned for evaluation.